Event description:
It was reported that during the implant procedure, while dragging this left ventricular (lv) lead over the guidewire, a fracture occurred. The lead was flushed with saline, confirming the fracture as the saline was leaking out from the lead. Subsequently, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observation of saline leaking from the lead, and detailed analysis did not reveal any abnormalities. No fracture was observed and the pressure test confirmed the outer insulation was intact.

Event description:
It was reported that during the implant procedure, while dragging this left ventricular (lv) lead over the guidewire, a fracture occurred. The lead was flushed with saline, confirming the fracture as the saline was leaking out from the lead. Subsequently, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected to be returned.